Event description:
This lead was implanted on (B)(6) 2005 and was capped on (B)(6) 2012 due to varying impedances from 500-1400 ohms and capture fluctuated from 1.1 v to 1.8v. Intermittent capture at 2.0v at times. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).